Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set fell off during use on 2024. The infusion set was used for two days. No further information available.